Event description:
Additional information received reported the patient did not have concerns with their device or therapy. No further information was reported.

Event description:
Additionale information reported the patient's device "failed" and the leads were left in intnetionally. It was noted the stimulator was removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's "leads failed." It was stated that the pain stimulation device was removed, but the leads were left implanted. The pain stimulation device reportedly "worked great", however, when he "attempted to increase it, it moved to right middle of back." It was stated that the unit was "on the pelvis and broke free," and that the "old leads were off to the right and above right kidney". It was noted that the health care provider told the patient that 'it was his fault," and "accused him of doing something wrong." No further information was provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# lb5800, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information stated the leads broke free and "sent the unit at the bottom." It was noted the surgeon said it was impossible to take the leads out, "it was already affixed to the body." It was stated that removing the leads would have been "more trouble" than needed.

Event description:
Additional information noted the patient¿s spinal cord stimulation system was removed in 2004. It was reported the health care provider did not take the leads out because of ¿subdural fat adhesion.¿ it was reported the leads were eventually removed from the patient, but it was not clear when. Additional information reported the patient did not have concerns with their device or therapy and received assistance from their health care provider on (B)(6). It was unclear which device this information related to.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).